Manufacturer narrative:
The reported field event of device at elective replacement level without triggering the alert was confirmed in the laboratory. The device battery voltage was at end of service level when received. The eri did not trigger because the device voltage was still above eri. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the asymptomatic patient presented for a follow-up in clinic, her device had not tripped elective replacement indicator (eri) even though her device had a battery voltage of 2.5v. The device indicated that longevity was less than three months to eri for the past several office checks. The physician elected to replace the device and the patient was stable throughout.